Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a damaged insulation approx. 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. In this area, the outer conductor coil was found fractured. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to ra insulation break/fusion with rv lead at the clavicle which caused ra lead to sense rv activity. No adverse patient events were reported. Should additional information become available, this file will be updated.